Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7079869; medical device expiration date: 2022-03-31; device manufacture date: 2017-03-20. Medical device lot #: 7100969; medical device expiration date: 2022-04-30. Device manufacture date: 2017-04-10. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine¿ IV insulin syringe there was were 2 issues with plunger not drawing back and the medication would leak out the back while injecting. This happened once with lot# 7079869 and once with lot# 7100969.

Event description:
It was reported with the use of the bd micro-fine¿ IV insulin syringe there was were 2 issues with plunger not drawing back and the medication would leak out the back while injecting. This happened once with lot# 7079869 and once with lot# 7100969.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7079869. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications that did not pertain to the complaint. A review of the device history record was completed for batch # 7100969. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications that did not pertain to the complaint. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for plunger difficult to move and leakage on lot # 7079869 and lot # 7100969. Investigation conclusion: based on the information received bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.